Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) and failure to capture. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.